Event description:
The pt reported that her pump contained baclofen and clonidine. Prior to her pump replacement, the pt would have few spasms. Since her pump was replaced, she stated that she had been to the ER 5 times and admitted to the intensive care unit for severe spasms where she would stop breathing. She reported that the spasm started from the neck, back, and left leg. When she was in the spasm, her body was contorted so that her head could touch her knee. The hcp in the ER would give her valium and dilaudid to break her spasm. Her pump hcp had increased her flow rate 2 times. At her last hospital admission, 5 days ago, the hcp did unspecified testing on the catheter and it was determined that her catheter was kinked. The pt had an upcoming appointment to discuss possible catheter replacement with her hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.